Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture behind the display. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: product analysis: the device was returned and evaluated by product analysis on 07/27/2017 with the following findings: the battery life complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple replace battery alarms. Moisture was observed behind the display lens. The pump successfully completed a prime sequence without issue or alarm. Power draws were found to be within specification. Moisture was observed on the pump¿s printed circuit board.